Event description:
A male underwent initial aaa repair in 2009. The pt received a zenith main body, two zenith zt iliac legs and was conducted without reported incident. There was a possibility of dissection distal to the right limb graft but it was left untreated. The following month, the pt presented with claudification. Physician believes there to be a major graft defect including multiple suture breakage causing graft material to fold in and occlude the limb. This being on the same side of the untreated distal iliac dissection. The pt experienced acute thrombosis of the right limb secondary to invagination of fabric from the graft. The preoperative CT illustrated probable kinking of the aortic body as well as a possible dissection of the right external iliac artery. Successful percutaneous intervention utilizing extension of the limbs proximally utilizing the snorkel technique with another MFR's 14 x 10 graft on the right and another MFR's 12 x 10 graft on the left. The physician then performed post-stent balloon kissing angioplasty and had excellent coverage of a flow limiting dissection at the distal edge of the iliac limb utilizing another MFR's 12 x 4 stent utilizing both angiographic and ivus guidance. The pt is doing well.

Manufacturer narrative:
Still under investigation at this time.